Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The information provided indicates that the patient developed and was treated for inflammation, which is known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. There is no indication of defective mesh. Additionally, no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted. The unspecified mesh implanted on (B)(6) 2006 was reported to the FDA in accordance with rae (B)(4).

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2000 - patient underwent repair of left inguinal hernia with implant of bard flat mesh. On (B)(6) 2001 - patient developed a large, hard nd painful mass, chronic inflammatory tissue in the left groin, fluid but no pus. It appears that the mesh became incorporated into the inflamed tissue, and was explanted. The patient continued to have additional surgeries following explant.